Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the patient needed to charge his ins more often since he saw an elective replacement indicator (eri) code a few days prior to the report. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances leading to charging the ins more often were that the battery was getting old and there were no changes to programming. The patient stated that no steps were taken to resolve the issue and he just charged more often. The patient noted that he had an appointment with his healthcare professional scheduled for (B)(6) to talk about a replacement. No further complications were reported/anticipated.